Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-02841. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of rupture, pain, capsular contracture and gel bleed was received on august 09, 2024, with lot number 2935927. Based on the product analysis performed, the assessments of the complaints are: rupture: not observed. Pain: unable to observed. Capsular contracture: unable to observed. Gel bleed: not observed since no gel is out of the device and the weight is within specification. As per the investigation procedure deformation, wear abrasion and crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. The event of "capsular contracture, baler grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baler grade iii, gel bleed, and device rupture.

Event description:
Patient reporting a suspected rupture of the right device via ultrasound. Patient later reported severe pain. Healthcare professional reported breast pain, confirmed device rupture diagnosed during gynaecological exam. Capsular contracture baker grade iii and device rupture, diagnosed by MRI. Additional, healthcare professional reported silicone bleeding right side. The device has been explanted and replaced with non abbvie device.